Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 17 months post implant of a bifurcated device, the patient presented emergently to the hospital emergency room on (B)(6) 2014 and was symptomatic with lower quadrant pain. The hospital performed a computed tomography scan which indicated the patient's aneurysm was growing but there was no endoleak detected. The physician determined it was endotension and elected to extend to the renals with a suprarenal device. The patient was reported to have done great during and after the procedure. Note: this could have been potentially caused by two lumbars at the very top of the bifurcated graft.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Cautionary product use conditions that might have contributed to this complaint included the presence of multiple lumbar arteries. Three weeks post implant, there was evidence to support sac communication (no delayed imaging) with three sets of lumbars at the proximal, mid body and distal aorta, but the sac was stable in size. Seventeen months post implant, the proximal and distal set of lumbar arteries appeared unchanged, but there appeared to be a more prominent type ii lumbar artery endoleak near the mid body which was associated with an impending rupture due to the urgent pain, interval increase and stranding of the sac. The secondary procedure of a suprarenal stent, and the final patient outcome could not be established due to lack of information, however it was reported that the patient was doing well post operatively. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical evaluation, the root cause appears most likely to be the result of one or more type ii endoleaks that ultimately caused a rupture of the aneurysm. There was no device issue identified.